Event description:
The customer reported the system's exposure switch was locked in the on position. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.